Event description:
It was initially reported that the physician was unable to communicate with multiple pts. The suspect device was initial believed to be the wand but through further investigation the suspect device is now the handheld. The communication difficulties are intermittent. The connections were checked and there were no loose connections or frayed cord found. The company representative tested the programming system with his demo generator and was able to communicate with no difficulties. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that indicate that the handheld was lost and will not be returned to the manufacturer for evaluation.